Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate calcification and mild tortuosity. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due the anatomy and the balloon was inflated; however, the balloon ruptured at 10 atmospheres during the first the inflation. Therefore, the bdc was removed from the patient. A new trek balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.